Manufacturer narrative:
Neither the product nor data logs were returned for review. The cause of the hemolysis was unable to be determined as limited clinical details were provided and no product was returned for review. The device passed all post sterile inspection checks.

Manufacturer narrative:
A4 is unknown.

Event description:
The us complainant reported that there was hemolysis during impella cp patient support. Although the patient's urine was clear, the ldh level was elevated. No patient harm was reported.